Manufacturer narrative:
Combination product: yes. The device is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Rv lead shows noise on rv channel and ff channel, short interval counter is elevated, and threshold tests are unsuccessful. Sensing has decreased and impedance has decreased below 200 ohms. Lead currently remains implanted. Should additional information be received this file will be updated.

Manufacturer narrative:
Combination product: yes.